Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in four pieces. The connector was also damaged, and the inner area was not returned. The fiber tip had normal degradation, confirming the fiber had already been used prior to the fiber break observed. The fiber was not functionally tested due to the connector issue. It is likely that procedural conditions during device setup, use, or reprocessing contributed to the fiber body break and damage to the connector. Due to the extent of the damage, the connector could not be attached to the console. However, degradation observed on the fiber tip indicates prior use. Based on this evidence, the damage likely occurred sometime after a previous use but before the event reported by the customer.

Event description:
It was reported that, during preparation outside the patient, the fiber connector was identified to be detached. The procedure was completed with another of same model. There were no patient complications. Analysis of the fiber found evidence that this fiber had been used prior to the break.